Event description:
It was reported that (1) ez45g was used during a thoracoscopy-wedge resection procedure. It was reported by the rep that during the procedure the instrument was fired by surgeon, but not all staples formed. Another instrument was opened and the surgery was resumed. There was no consequence to pt.